Manufacturer narrative:
The system error was addressed with phone support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved with a power cycle. The customer converted due to patient anatomy. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical sacrocolpopexy procedure, an intuitive representative informed the technical support engineer (tse) of a couple of faults. The tse verified error 40 and 40084 on the logs for the bottom fiber port. The customer stated the error occurred while they were moving the patient side cart (psc) to the other side of the patient. The tse inquired if the customer was unplugging fiber cables, and the customer confirmed. The tse viewed the system in artemis and found that the bottom port was connected to the video processor (vp); the tse noted that it was likely the gray cable to the vp was unplugged when moving the psc to the other side of patient. The customer powered the system back on and the errors were no longer present. The customer converted due to patient anatomy. The intuitive representative who was present for the case noted that the decision to convert occurred after port placement, but prior to the robot being docked. The surgeons evaluated the patient anatomy, and the rest of the case was performed vaginally, with the ports remaining in for visualization. The faults were recovered, and the system was available. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.